Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the device was programmed by a manufacturing representative (rep) right after it was implanted. The patient went home and the implant did not seem to be working correctly so the patient saw the healthcare professional (hcp) the day before yesterday and he reprogrammed the implant for the patient. The implant was still not working and she was still urinating during the night. She was still having to wear depends and heavy pads at night. The issue started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.